Event description:
It was reported, when the caregiver inspected the product prior to the operation, he found unidentified stains in the groshong set and replaced it with a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material in the kit tray is confirmed, but the root cause could not be determined. One opened 4 fr s/l groshong nxt clearvue catheter kit was returned for evaluation. An initial visual observation of the returned catheter revealed some red-orange use residues inside the catheter. Returned in the kit included the 4 fr s/l groshong catheter with its inlaid stylet and a needle injection cap. A gray, unknown substance was observed inside the kit tray. A microscopic observation of the unknown substance inside the kit tray revealed the substance to have a stiff and fibrous texture. The substance could be removed with a sharp instrument and was observed to be flat in appearance. Because the kit was returned opened with evidence of some use residues throughout the device, it could not be determined whether the foreign material appeared during the manufacturing process or after the kit was opened. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, when the caregiver inspected the product prior to the operation, he found unidentified stains in the groshong set and replaced it with a new one. No other information was provided.